Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction the comfort hard soft splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. However, it is noted that the patient experienced blisters and raised pimples in the intra oral region. The device was worn for three days (exact dates unknown). Once the device was discontinued the reaction went away rather quickly (exact day unknown).

Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed. And there was no evidence discovered to indicate, that a product defect or non-conformity contributed to the issue. Supplier ((B)(4)) reviewed the associated material lot and confirmed, no material defects or changes could be detected. No manufacturing deviations or abnormalities are known. E-pro 4.0, (B)(4) (erkoloc-pro) was manufactured from april 04, 2022. And was assigned an expiration of april 2025. Stock product reviewed results: no stock product was available for review, since the device was fabricated. Per, physician's prescription only. Investigation methods/results: no device has been returned from the customer. And no picture was provided by the customer to review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091, rev 4.0 (comfort h/s bite splint instruction for use) states, "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the device. If patient uses mouthwash, all traces of mouthwash should be removed by thoroughly rinsing out mouth with water. Rinse bite splint well with clean, cool water before and after use. Clean bite splint with clean, cool water only and let air dry". IFU provides warning, "do not clean or soak in mouthwash, do not use denture cleanser, hot water, alcohol, hydrogen peroxide, do not place in direct sunlight". It is possible, that reactions could be caused by mouthwash, toothpaste or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier (B)(4) reviewed the incident details. And determined, both mechanical irritation and allergic reaction are conceivable with equal probability or combined. Correction: a2: date of birth.

Manufacturer narrative:
Additional data: b2, d4, h4, h6 (health effect - clinical code, type of investigation code, investigation conclusions code - 22) corrected data: a1, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code - 4315) device labeling: comfort bite splints are intended to be used on a single patient only. The reuse of such device on another patient is not recommended due to the risks of improper fit and cross-contamination/infection. Comfort bite splints may only be used for their intended use in accordance with general rules for dental treatment. If the indications for use are not clearly specified, treatment should be suspended until those considerations have been clarified. Irritation of the mouth, tongue, and lips may occur. Regular dental follow-ups are recommended to review any side effects to avoid device breakage, allergic reaction, irritation, or discomfort. CAPA 23-006 manufacturer reference: (B)(4).